Manufacturer narrative:
The device investigation is ongoing and the results will be sent upon completion.

Event description:
Medtronic received information that a marathon microcatheter broke in the common carotid artery. The patient's vessel was moderately tortuous. It was reported that during an embolization procedure using nbca, the physician attempted to remove the marathon microcatheter from the initial feeder. It was reported that during this attempt, the physician had pulled back on the catheter strongly and the microcatheter broke in the common carotid artery. The catheter tip was not entrapped with the nbca and there was no nbca reflux. There was a possibility of vasospasm. The remaining tip was captured by snare 4mm and removed from the patient. The physician did not shape the catheter. The catheter was not inspected for any kink or damage prior to use. The catheter was flushed and the guidewire was hydrated as indicated in the IFU. Another marathon microcatheter was used for the other 4 feeders and the procedure was completed without further issue. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The catheter was returned for analysis in two segments. A 1ml syringe filled with glue was attached to the catheter hub. Glue was found within the catheter hub and tip. The tubing material of the catheter was also found to be damaged, stretched, blistered and ruptured. The catheter tip was found to be damaged and the lumen was found to be occluded with glue material. Blood was also noted on the returned material. Based on the device analysis and the reported information, the customer's report of "catheter separation" was confirmed. The catheter was found to be separated into two segments. It is possible that vasospasm and catheter tip damage may have contributed to the catheter being over-pressurized leading to blister and rupture of the catheter. The broken ends exhibited stretching and necking, which indicated that the catheter separated when exceeding the tensile strength of the tubing material. Per the marathon instructions for use (IFU), ¿prior to use, carefully examine the marathon and its packaging to verify that they have not been damaged during shipment. Infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. If catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation.¿ the lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.